Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: sdr303b implantable pulse generator (B)(6) 2000; 5554 implantable pacing lead (B)(6) 2000. (B)(4).

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead impedances had been slowly increasing for years and both are high. The ra lead has reached 1852 ohms and the rv lead has gone from 1400 ohms to 1700 ohms. It was noted that both leads had normal and stable thresholds and sensing. The leads will be tested and evaluated thoroughly at a future device change out. The ra and rv leads are still in use. No patient complications have been reported as a result of this event.